Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump. It was reported that about a month earlier, relative to (B)(6) 2020, the patient was having their pump refilled and it was noticed the reservoir was still full. The pump was implanted (B)(6) 2019. The patient was scheduled to check the pump and catheter on (B)(6) 2020, but the appointment was cancelled due to covid-19. The patient reported they only had pain relief for about three days after the implant. The patient has had the medication increased three times. The patient stated their pain level was a 9.5 out of 10. Pain pills did take the edge off. The pump was implanted due to lost cartilage in their vertebrae. The patient was redirected to follow-up with their healthcare provider (hcp).